Event description:
The customer reported a problem with the left monitor on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high resolution display control card was replaced. The system operates as intended.